Event description:
Mfg defect in plastic retainer or aluminum groove that holds the acrylic shield into the suntanning bed, in that shield falls out from above customer. Shield is sharp and heavy, plastic retainer is too weak. Complainant states that many other owners of tanning beds have this problem; no injuries yet but probable from continued use. Complainant has reported this to co and says firm told him to replace vinyl retaining strip. Complainant says this is impractical as strip would have to be replaced.